Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that when the patient presented in clinic with a known externalized conductor, the device showed high impedance on rv lead. The patient was asymptomatic due to the rv lead. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.